Manufacturer narrative:
1/30/1998-supplement #1 sent to FDA. Device not available for eval.

Event description:
The device was used during a kidney/pancreas transplant procedure. Reportedly, the pt experienced unspecified complications postoperatively. A cystoscopy was performed and a foreign body was identified in the bladder. A cystostomy was performed on 7/22/1997 to remove the foreign object.